Event description:
The complainant reported that a patient on impella 5.5 support kicked the console over and cracked it. The automated impella controller was swapped for a new one. The patient survived the procedure.

Manufacturer narrative:
The impella console was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.